Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported event of rupture was received on may 06, 2025, with lot number 3677754. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as surgical damage. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side unexpected "fractured" implant found during breast augmentation revision surgery, "internal rupture," and "implant was found to have bubbles in the gel." Healthcare professional later confirmed that there was no tear or hole found in the implant shell. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side unexpected "fractured" implant found during breast augmentation revision surgery, "internal rupture," and "implant was found to have bubbles in the gel." Healthcare professional later confirmed that there was no tear or hole found in the implant shell. Device has been explanted and replaced.